Event description:
Complainant alleged that while attempting to treat a male pt, the device advised shock for what complainant believed was a non-shockable rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.